Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and stated they had not yet received their order, and had to go to emergency room to get some medicine. Animas has been unable to contact the patient and collect additional information. This complaint is being reported because it is unknown if there was either a product malfunction or a blood glucose excursion precipitating the visit to the emergency room.